Event description:
The customer reported that the system has a blank image on the monitor.

Manufacturer narrative:
The ge service rep found that the snubber assembly fuse was blown. Customers biomed said that they would replace the fuse. Customer called back and said that the system was now giving a regulator fail error code. The ge rep ordered a new filament regulator board, and a new high voltage regulator board.